Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp failed to light up due to a faulty power unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his visera elite xenon light source¿s lamp would not turn on during preparation for a laparoscopic procedure. According to the initial reporter, the staff completed the case using another one without any delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the main lamp does not light up because of a power supply unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.